Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 145 mg/dl at the time of incident. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected motor communication error alarms or software error alarms noted during testing, however pump error4 followed by software error alarm was present in format history file due to software error. Unexpected hardware low levels alarmed during self-test due to moisture damage on keypad traces. The insulin pump received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label, corrosion on force sensor, moisture damage on all electronic assemblies and moisture damage on motor assembly.